Event description:
It was reported that the inflation device of the balloon dilation catheter was broken at the beginning of use. The user stated that the inflation device gave a strange feeling and refrained from using it. The patient used the new balloon dilation catheter, as the user had two bottles ready to go. The new balloon dilation catheter was added to the patient on (B)(6) 2021. Only the inflation device was collected. The meter did not go up when the user operated it, and water started leaking when pressure was applied.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.